Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted at an unknown date and for an unknown reason. No further information is known or provided.